Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow block alarm on (B)(6) 2024. Patient was hospitalized due to diabetes ketoacidosis. The blood glucose level at the time of event was 210 mg/dl. The symptoms at the time of event was headache, nausea and vomiting. The treatment provided at hospital was potassium and magnesium fluids in IV insulin via IV. The length of hospitalization was more than 24 hours. No further information available.